Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. E: no last name provided. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's alarm doesn't work. There was patient involvement but there was no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. Review of the event history log (ehl) showed no records related to the reported issue. A functional test was performed and the reported issue was not duplicated; however, a beep sound was confirmed before the no disposable alarm was finalized. The possible cause of the reported issue was due to the downstream or upstream sensors. As a result, the downstream and upstream sensors were replaced as preventative. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.